Event description:
It was reported that the patient presented to the clinic with pain at the lumbar incision site. The patient had abnormal erythema, pain, and swelling at the lumbar incision site on 2014 (B)(6). Aspirated 2.5 cc of fluid that revealed gram positive cocci. The patient was started on IV antibiotics and the system was explanted on 2014 (B)(6). The lumbar site was infected and there was a possible infected pump site. The severity was ¿mild¿. The patient required in-patient hospitalization, an unscheduled clinic or office visit. The event was on-going at the time of report. The pump was used to infuse dilaudid, clonidine, bupivacaine and compounded baclofen. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter pro duct ID 8781, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that an action taken that is associated with this event was the replacement of a previously explanted device on (B)(6) 2015. The status/outcome of the event was resolved without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. Analysis of the catheter serial number (B)(4) found sc connector tear in seal near guide ring.